Manufacturer narrative:
Device eval summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem code has been confirmed. Engineering eval of the electrode belt determined that the cause of the error code was corrupt memory. The root cause of the corrupt memory cannot be positively identified; however, the belt was fully functional after being reprogrammed. No adverse event resulted from the corrupt memory. The pt received a replacement electrode belt.

Event description:
Review of a (B)(6) male pt download revealed service code 204. Zoll lifecor customer support contacted the pt in order to exchange the electrode belt. The pt received a replacement electrode belt.